Event description:
It was reported that the left ventricular (lv) lead had no capture and high impedance. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression.